Manufacturer narrative:
Date of implant: the device was implanted in 2014. Exact implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg. As such, the ipg became inoperable and the patient lost therapy. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.